Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x28mm drug eluting stent to an unk vessel, but was unable to cross the lesion. The stent edge bumped into the guide catheter and was lifted up. The procedure was completed using another size taxus stent. No patient complications occurred. Patient status post procedure is noted as "good".